Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had alaris pump which was not working which was resolved by doing a full preventive maintenance on this device and changed out the bottle side sensor on this device. The pump is working. There was no patient involvement.